Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of complaint database did not reveal any other reports for the reported product lot number. The investigation could not verify or draw any conclusions about the root cause of the reported pain. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised due to pain. Minimal loosening of the tibial tray was noted intraoperatively.